Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt had been having an issue that seemed to come and go. Pt stated that around the ins battery site got extremely painful and very sensitive to the touch and that even just the slightest touch of a finger on the area would cause unreal pain. Pt stated that they called their healthcare provider (hcp) yesterday regarding the issue and that they were told to call a representative (rep), however pt had not yet heard back from a rep. Pt stated that they noticed the issue several weeks ago and that it would be for a couple minutes here and a couple minutes there, so they kind of just ignored the issue the best that they could and kind of then forgot about the issue, however the issue then returned. Pt stated that they had not had this problem until recently. Pt stated that the issue lasted for hours yesterday and that it felt like burning; pt stated that they didn't think that it was actually burning, however that was the closest explanation that they could provide.